Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock lead impedance measurements over time, eventually exceeding the normal range, with values measuring up to 152 ohms. The increase in impedance was suspected to be associated with lead calcification. Technical services was consulted and recommended lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.